Event description:
It was reported the wire was hard to advance in the patient through the introducer needle. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components of a cvc kit, including a guidewire assembly, arrow raulerson syringe (ars), introducer needle, and 3-l catheter, for analysis. An additional catheter and guidewire assembly was returned, but it is being assumed that the components were used to finished to procedure. Signs of use were observed on the returned components. Visual analysis revealed one kink/bend in the guide wire towards the distal j-bend. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed that both welds were present and that the welds appear full and spherical. Visual and microscopic examination of the needle revealed no obvious defects or anomalies. The kink in the guide wire measured 653mm from the proximal tip. The overall length of the guide wire measured 685 mm which is within the specification of 678-688 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.793 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The inner diameter of the needle cannula measured 0.042" which is within the specification of 0.041-0.043" per the needle cannula product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with little to no resistance. A manual tug test confirmed that both welds are secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a kinked guide wire was confirmed by investigation of the returned sample. The guide wire contained one kink towards the distal j-bend. The guide wire and needle passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report that the damage was observed during use and the sample received , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the wire was hard to advance in the patient through the introducer needle. No patient harm reported. The device was replaced. The patient's condition is reported as fine.